Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information received from the customer regarding the cleaning sterilization and disinfection (cds) process. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. There was no delay to the star of precleaning, which was properly implemented. During the precleaning process, the customer flushed air and water through the nozzle. There were no abnormalities with the accessories used for reprocessing. The customer wiped/brushed the air/water nozzle with a clean lint-free cloth, brush, or sponge. Lastly, the nozzle was flushed with a detergent solution. There were no noted concerns regarding reprocessing. Based on the results of the investigation, the root cause could not be determined. It was confirmed that that foreign material was found in the nozzle, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it was confirmed that reprocessing was performed according to the instructions for use (IFU). The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf/pcf-290 series operation manual "chapter 3 preparation and inspection" shows how to detect the event. Gif/cf/pcf-290 series reprocessing manual "chapter 5 reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the angle was out of specification due to wear and stretching of the angle wires. A foreign object was found within the nozzle due to an irrigation error. Additionally, due to wear of the angle wire, the play of the up down knob was outside of the standard value, an abnormal sound was made due to damage of the up down knob. The body control unit was damaged, the bending tube was deformed, the adhesive on the bending cover section was chipped, the connecting tube was dented, and the connecting tube was wrinkled. Each of the following was scratched: the up down knob, the free-engage knob, forceps elevator lever, the plastic distal end cover, the protector of the universal cord on the suction connector side, the scope connector cover unit, the right left knob, the scope cover, the universal cord, the grip, the control unit, and the switch box. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope had a poor angle. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign matter in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.